Event description:
During a lap gastrectomy procedure, when the blade was used on the patient for 1 min, the generator made a solid tone. The blade could not be continued to be used and another one was used to complete the or. No patient consequences.